Event description:
It was reported by the patient that their defective lead was replaced. The patient heard beeping of the device possibly in october and was worried about the lead replacement not taking place until january. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.